Event description:
It was reported the right ventricular (rv) lead exhibited high thresholds. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID: p1501dr implantable pulse generator (ipg), implanted: (B)(6) 2007. Product ID: 5076-45 implantable pacing lead, implanted: (B)(6) 2007. (B)(4).